Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported foot break / separation; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional coronary stent placement procedure. Reportedly, the footplate broke in the artery after deployment. A cut down was performed to remove the footplate. Hemostasis was achieved using manual suturing via the cut down. A clinically significant delay was reported as a result of the cut down. There was not reported adverse patient sequela. No additional information was provided.